Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for non-sustain v oversensing. Egms showed intermittent t-wave oversensing on aug 8, 2019. Programming changes were discussed and made. The patient did not have any symptoms and is stable. No adverse events occurred due to this event.